Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The mobile power unit (mpu) was not returned for analysis, however a log file was submitted for review. A review of the submitted log file showed events spanning approximately 34 days ((B)(6) 2020 ¿ (B)(6) 2021, per time stamp). A no external power alarm was captured on (B)(6) 2020 at 04:59:29 due to a loss of ac power to while connected to the mpu. The backup battery provided power to the system during this event and the alarm cleared where power was restored. There were no other notable alarms active in the log file. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii patient handbook, under section 3 ¿powering the system¿ covers how to ensure that the mobile power unit is plugged in to ac power properly. It also covers how to make sure to pull back on the end of the power cord to ensure a secure connection has been made. In addition, heartmate iii patient handbook mentions that the mobile power unit should not be plugged into an outlet that is controlled by a wall switch or an outlet that is on a multiple outlet adapter (power strip). The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the serial number of the mobile power unit (mpu) was not known. The mpu was functional and there was a v-lock connector on the a/c power cord. Furthermore, it was stated that no environmental circumstances that would have affected a/c power at the time of the event were known and it was not known if the power cord came loose at the wall/outlet or the back of the unit.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that log files found low battery hazard and no external power alarms alarms on (B)(6) 2020.